Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the level 1 hotline low flow system (hl-390) had a faulty float switch. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
Other text: returned device was received in decent physical condition although there was noted contamination in the water tank and water tank cover. The line cord was also worn. During the evaluation of the device, the float switch was found to be working properly, and there was no fault found with the functionality of the device. A microswitch was found to be faulty faulty which was replaced. The enclosure, drain fitting, membrane switch and water tank cover were all replaced due to contamination. The line cord was worn and replaced. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.